Event description:
It was reported that the pump was replaced on (B)(6) 2010, to avoid in vivo battery depletion. No rotor study was performed. A volume discrepancy was observed involving greater than expected residual volume in the pump during refill. It was reported that there were increasing residual volumes when compared to the deliver which lead up to the replacement of the pump. It was also reported that a "tiny hole" was discovered at the distal end of the catheter and as confirmed by fluoroscopy; however, another source reported that a catheter dye study was performed and resulted in a patent catheter. The catheter was revised on (B)(6). The physician cut 4 cm at the distal end at the site of the pump connection. The patient experienced increased and worsening baseline pain due to the event. The patient outcome was reported as recovered without sequelae. The device system was used to deliver morphine and clonidine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2001, explanted:, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported ¿possible under infusion¿ occurred with the device. It was reported, ¿looks like the under- infusion was result of catheter leak reported previously related to holes in the catheter¿. Diagnostic methods had revealed a reservoir volume discrepancy, over two visits the health care provider (hcp) found greater than expected residual volumes as previously re ported.

Manufacturer narrative:
(B)(4).